Event description:
Postoperatively the right side lower thoracic lumber setscrews had loosened and allowed the titanium rod to release from the polyaxial screwhead. The surgeon estimates this may have happened one week or so, post-op a revision was performed anbd the surgeon removed the loose setscrews, directed the rod back into the polyaxial screw heads and reinserted four new set scrws and tensioning them properly. As surgical intervention occured an MDR is being filed to document this event.